Event description:
It has been reported that the pin on the device sheared into two parts during a procedure. The two pieces were located by hospital personnel. The patient was x-rayed as a matter of course after procedure and nothing was visible. Another set was opened and procedure was able to be completed without consequences to the patient.